Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implanted: (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6), 2010, the surgeon performed an l4-s1 posterior entry spinal surgery on the patient. The surgeon installed rods, screws, and tans 1 hardware during the surgery. Rhbmp-2/acs was implanted in the patient during the surgery. Further following the surgery, the patient experienced extreme pain. On (B)(6), 2012, patient underwent a CT scan at the direction of a different doctor, who told the patient, on (B)(6) 2012, that the hardware and/or bone graft installed during the earlier surgery, was moving and was the source of the increased pain and lack of mobility. The patient currently experiences constant pain and decreased mobility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.